Manufacturer narrative:
An event of central regurgitation was reported. The device was returned to abbott for investigation. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Hydrodynamic examination indicated the valve met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper cusp coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm epic mitral valve was selected for implant. The patient's annular dimensions are unknown. Immediately after implant, partial central mild valve regurgitation was observed and the valve was explanted. A new 29mm non-abbott valve was implanted. The patient was reported to have been discharged in stable condition.